Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed multiple pump error alarms. The customer¿s blood glucose level was 327 mg/dl and 329 mg/dl at the time of the incident. Customer stated that the insulin pump had blank or frozen display and failed battery test alarm. Customer stated that the display returned after insulin pump restart and there was no response from any button. Customer was calling to report open book alarm on insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will not be returned for analysis.